Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent emergency endovascular repair of impending rupture of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. Bilateral internal iliac artery were embolized and intentionally covered by the endoprostheses. The procedure was concluded with no issues. The patient tolerated the procedure. On (B)(6) 2016, follow-up imaging revealed an unknown endoleak and aneurysm enlargement (3 mm). On (B)(6) 2016, angiography confirmed that the endoleak was type ii endoleak originating from the inferior mesenteric artery. On the same day, coil embolization was performed to repair the type ii endoleak. Although a proximal type I endoleak was not confirmed, an aortic extender endoprosthesis was additionally implanted proximal to the previously implanted endoprosthesis just in case. Final angiography showed no endoleak, and the procedure was concluded. The patient tolerated the procedure.